Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.077¿ x 0.224¿ was not returned with the instrument. The root cause of this failure is typically attributed to mishandling/misuse. Additional observation not reported by site include that the instrument was found to have one or more of the housing snaps broken. The root cause of this failure is typically attributed to mishandling/misuse. A review of the site's complaint history revealed patient identifier (B)(6) is a related complaint (general complaint related to the bleeding issue). No image or video clip for the reported event was available for review. A review of the device logs for the prograsp forceps instrument (part# 471093-11 / lot# n10210208-0306)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via sk3342 for a benign hysterectomy procedure. There were 9 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) clinical sales representative (csr) that they had a prograsp forceps instrument stuck in the cannula and the case was completed. The csr informed technical support. The isi technical service engineer (tse) spoke with the the hospital's sterile processing supervisor and confirmed that the prograsp forceps instrument and cannula were at his desk still stuck together. The customer stated he was going to attempt to separate the cannula from the instrument, as the site was short on cannulas. The tse recommend the customer test the cannula with a gauge pin if they are able to remove the prograsp forceps instrument and if they planned on reusing the cannula. The customer planned to return the instrument back to isi. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the sterile processing supervisor had not yet heard enough details from the surgical staff or surgeon about the event to answer the questions regarding the procedure. The prograsp forceps instrument and cannula were put on the customer¿s desk, still attached. The customer stated the instrument was a prograsp 8 mm forceps (part# 471093 / lot # n10210208 0306). The customer indicated that the instrument would likely be returned depending on how many lives were left. A system log review was performed and the instrument had 9 lives remaining, this information was provided to the customer. In sterile processing, the customer was able to maneuver the tip of the instrument slightly to remove the instrument from the cannula. The cannula was tested with a pin, no dents or damage was noted. The prograsp forceps instrument did not appear to be further damaged from the cannula, beside the shifted tip. The customer described the damage as the lining inside of the tip of the grasper was pulled out and was over the metal part. Surgical staff had mentioned to the sterile processing supervisor that there had been bleeding during the procedure. The customer did not know how much, or if the bleeding was related to the prograsp forceps. Isi requested contact information for surgical staff or someone in the procedure, but the customer did not provide. Isi made multiple follow-up attempts to obtain additional information beyond initial follow up. However, no further details have been received as of the date of this report.